Event description:
It was reported this balloon ruptured on the first inflation during an arteriovenous fistula graft dilatation procedure. Following withdrawal of the balloon catheter it was noted the balloon material had detached and remained in the pt. Retrieval of the detached balloon segment, utilizing a snare, was unsuccessful. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the catheter and balloon were returned. The balloon was completely detached from the shaft. Glue was present on the shaft at the proximal and distal bond areas. The balloon had the appearance of having been inflated several times. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tends to be more difficult to open and usually requires much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. However, co is unable to determine the exact cause of this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."